Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# unknown, product type lead. Product ID neu_interstim_ins, product type implantable neurostimulator. Product ID neu_unknown_lead, product type lead. Product ID neu_interstim_ins, product type implantable neurostimulator. Product ID neu_unknown_lead, product type lead. Product ID neu_interstim_ins, product type implantable neurostimulator. Product ID neu_interstim_ins, product type implantable neurostimulator. (B)(4).

Event description:
A 10% of patients had severe side effects/complications with sns.